Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter was displaying an ¿error 2¿ message. According to the ot ultramini owner¿s manual, an error 2 could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged the issue first occurred on (B)(6) 2013. The patient reported using a set dose of insulin to manage her diabetes. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on an unknown date at 9pm, she ¿passed out¿. The patient reported on (B)(6) 2013, between 9-9:30pm, she was treated by emergency medical services (ems) with glucose tablets. It is unclear if the patient had any symptoms prior to losing consciousness. It is unclear how much time passed in between the alleged issue and the start of the symptoms. It is unknown if another meter was used to measure the patient¿s blood glucose. It is unclear if the patient revived on her own, or after treatment from a third party. It is unclear who contacted ems at the time of the alleged issue. It is unknown if the patient was taken to the hospital for treatment of an acute complication of diabetes, or if her symptoms abated after receiving treatment from ems. At the time of troubleshooting, the cca was able to determine it was not the first time the meter had been used. When the power button was pressed, the error 2 message did not appear. The cca confirmed the patient was using the correct test strips. The patient¿s testing process was correct. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue she reportedly developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
Follow-up # 1 ¿ (09/20/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/9/2013 and 9/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.